Event description:
It was reported that the customer's fill estimate was inaccurate after a bolus was delivered. The customer's blood glucose level was 355 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.